Event description:
It was reported that it was not possible to interrogate the device with bluetooth (ble) telemetry. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the event was resolved by reprogramming the device.